Event description:
It was reported that the pt underwent a lead revision. No reason for the revision or pt symptoms was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178200805882.